Event description:
Healthcare professional reported through sales representative right side "implant had drop" of a non-(B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).